Event description:
It was reported that the cine display would blink in and out making the images difficult to discern. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the generator was not firing in sync with the cine recording. The system interface circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.